Event description:
The customer reported the left monitor intermittently will not display an image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply and reseated the circuit cards. System operates as intended. (B) (4).